Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component precoat size e left compatible with lps-flex prolong catalog#: 00596001551 lot#: 60470453, articular surface size ef 10 mm height "use with plate 3 catalog#: 00596403210 lot#: 60525817, unknown palacos cement catalog#: ni lot#: ni. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent total knee arthroplasty. Subsequently, the patient was revised on due to aseptic loosening.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated report 0001822565-2018-03593. . Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.